Event description:
The customer complained of questionable ise indirect na for gen.2 results for multiple patients over a multiple week timeframe tested on a cobas 6000 c (501) module. The customer mentioned three different incidents, from which only 2 were a reportable malfunction. The specific date of the event was not known and the date provided is an approximation. For patient 1 the initial sodium result was in the low 130's mmol/l. The customer reran the sample around 5 - 7 hours later on another instrument and the sodium result was around 140 mmol/l. For patient 2 on (B)(6) 2018, the initial sodium result was in the low 130's mmol/l. The customer reran the sample on another instrument and the sodium result was around 140 mmol/l. For both patients, the initial sodium results were released outside of the laboratory but were questioned by the doctor. The repeat results were deemed to be correct. There were no adverse events. The electrode lot number and expiration date were requested but were not provided. The field engineering specialist found a fluidic failure and that the sodium electrode needed to be replaced. He decontaminated for the entire ise fluidic system. He replaced the ise sipper nozzle, the ise sipper and pinch tube. He ran reagent primes and ise checks with acceptable results. The customer ran calibration and qc and results were acceptable. It was also noted that the customer ran a patient correlation with the other system. Specific results were not provided. There have been no further issues following the service visit.